Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that according to their sensor glucose reading, insulin delivery was suspended. Customer's sensor glucose reading was 2.2 mmol/l but their blood glucose level was 16.7mmol/l. They were in hospital because the customer had foot surgery and had local anesthesia. The insulin pump alarmed change sensor. The device was not returned.